Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.

Event description:
The customer called to report a blank display. The customer stated that she did the troubleshooting, but continues to have the problem. The customer felt that something might be wrong with the spring inside the battery compartment. Nothing further was reported.